Event description:
The customer reported that while the central station was in use monitoring a patient along with a spectrum monitor at the bedside, neither the central station or the bedside alarmed, during an event in which the patient became bradycardic and then asystolic. The patient had an adverse outcome of brain damage.

Manufacturer narrative:
A full disclosure report shows that an asystole call was made at the time of the event. The customer thought there might be an issue with the inability to distinguish between alarm tones on the system. However, the company service representative evaluated the system and observed that the alarm volume at the bedside and central were set near minimum. He adjusted the alarm volume at the central to 70 (versus previous setting of 23) at the customer's request, and locked the volume and power buttons on the flat panels.